Event description:
Customer reports ambulance making two separate trips to treat low blood glcuose levels; customer had symptoms of insulin reaction and belly distension. Troubleshooting was performed and pump appeared to be functioning properly.